Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically cut but not breached and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix fully retracted and the lead body was damaged. Visual inspection found outer insulation breached cut, and both conductors distorted/extrinsic. However, there was nothing wrong with the helix and it was able to be extended and retracted.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The helix was found to be bent and twisted and the lead looked kinked. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.